Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump is not delivering insulin properly and she keeps getting high blood glucose levels. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer stated there was no problem with the infusion sets. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed dat test at .08740 inches. No under delivery anomalies noted. (B)(4).